Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have been intermittently unresponsive for the past few months. He noted that the keypad buttons feel soft when pressed. The pt denied exposing the pump to water; stated that the rubber keypad is intact; and stated that he carries the pump in his pants pocket or on his waist with a clip.